Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 40 mg/dl. The customer was treated with food for low blood glucose level. The customer did not report any symptoms related to low blood glucose level. The customer did not allege the insulin pump for under delivery. The customer stated that the insulin pump was on auto mode. The insulin pump will not be returned for analysis.